Manufacturer narrative:
(B)(4). Device evaluation: the aab00 lens was not returned to the manufacturer for evaluation as it remains implanted in the patient's eye. Photo was provided but it is not clear and it¿s difficult to confirm the reported issue based on photo provided. Therefore, the cloudy lens or discolored lens could not be verified. A manufacturing record review (mrr) was performed and the aab00 units were manufactured within specifications. The visual inspection of soft acrylic intraocular lens (iol) met specifications for cleanliness and clear material color. The mrr review results concluded that there were no associated deviation or non-conformity report(s) related to this complaint and/or similar issues. Sterilization records were reviewed and no deviations were found that could affect the sterility of the device. A search for similar complaints on the same production order did not identify a product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for handling of the product.   A review was performed by abbott medical optic's medical reviewer. The review revealed that the visual acuity remains better than preoperative visual acuity. The photo seemed to show that the lens is cloudy but it cannot be positively confirmed. Considering the patient's diabetic condition and glaucoma, it may be a temporary inflammatory process. Based on the investigation results, the reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that post cataract surgery, a patient experienced symptoms of some visual acuity loss and cloudy lens was suspected. The physician thought of using a yag laser however, the lens was suspected cloudy or discolored. White color of the lens was confirmed after a check using a slit lamp. The lens remains implanted in patient's right eye. Reportedly, the patient is unaware of the cloudy lens condition and there is no problem with her daily life. The physician is undecided whether a secondary surgery is required at this time. Visual acuity as reported: before the surgery corrected visual acuity: 0.3. First check-up post implant on (B)(6) 2013 uncorrected visual acuity: 0.56. Second checkup post implant on (B)(6) 2013 uncorrected visual acuity: 0.5, corrected visual acuity : 1.0. Routine checkup on (B)(6) 2016: corrected visual acuity at the time of suspected cloudy lens: 0.7.

Manufacturer narrative:
Age: patient's age was reported as (B)(6) years in the initial MDR; however, the actual age at the time of the event was (b)(46 years. All pertinent information available to abbott medical optics has been submitted.